Event description:
The reporter stated that the surgeon inserted an aq2010v 3 piece silicone lens. The lens trailing haptic tore off during insertion into the eye. The incision was enlarged to remove the lens and require a suture to close the wound. The reporter stated that the cause of the tear was due to the lens being mis-loaded.